Event description:
A report was received that the patient had a discomfort at the ipg site since it was implanted. The patient underwent a revision procedure where the ipg was moved above the beltline. Patient was reported to be doing well post operatively.